Manufacturer narrative:
(B)(4): the customer reported that a shock was not delivered using internal paddles. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that a shock was not delivered using internal paddles. There was no pt involvement.